Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that while filling the insulin pump, she noticed bubbles were forming. She tried getting the bubbles out but they did not come out. The vial was foamy and had foamy bubbles. Customer's blood glucose level was 231 mg/dl. The device was not returned.